Manufacturer narrative:
The solitaire stent will not be returned for evaluation as it will remain in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pass was attempted with reported solitaire 4x20 stent but did not re-vascularized the vessel. Attempted a pass with another medtronic stent but still did not re-vascularized the vessel. Then the physicians stented the lesion with a non-medtronic stent. After deployment, the non-medtronic stent clotted off. The physician the attempted to use solitaire 4x20 to open the blocked stent by opening it with the existing stent, but not pulling or pushing the solitaire upon deployment. The solitaire became entangled in the non-medtronic stent and could not be recapture or removed. The solitaire stent was then deployed, and the delivery wire was deliberately torqued until it fractured at the proximal marker leaving the solitaire implanted in the non-medtronic stent. The patient underwent thrombectomy treatment for ischemic stroke in right m1. The characteristics of the clot was atherosclerotic. The vessel was severely tortuous. Integrelin was given to the patient. Regarding patient current medical condition not sure made available.